Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one opening curved on the posterior, yellow particles on the shell, and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one sharp opening on the posterior. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp opening on the posterior assessed as unidentified (tear) opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Additionally, healthcare professional reported and confirmed right side rupture and capsular contracture, baker grade IV.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange.

Event description:
Healthcare professional reported rupture of an unknown side. Device has been explanted.